Event description:
Boston scientific received information that the patient received inappropriate tachycardia therapy due to atrial fibrillation with rapid ventricular response which lead to therapy exhaustion. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.